Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
I was reported that the device was unable to interrogate. It was able to initiate communication with the device via inductive wand, but telemetry was intermittent and slow. The patient was asymptomatic but became anxious when the device could not be interrogated. The patient presented to the ep lab and the device was able to interrogate the patient's device using the wand only. The cyber security firmware was upgrade with the patient on telemetry without issue. The device function was normal.